Manufacturer narrative:
Additional information: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 01/20/2020. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the product was received in a little jar with liquid. The product was disinfected according to procedure wv0491. The product was inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. It also can be seen that there are scratches on the posterior side of the optic body. Investigation of the return sample and the condition of the return sample do not suggest the scratch was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown as information was not provided. (B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxt300 22.0 diopter intraocular lens (iol) was implanted in the patient¿s operative eye. The zxt300 22.0 diopter lens was explanted on (B)(6) 2019 due to complaints of myopic refractive surprise. The patient is -1.00 + 0.75 and is complaining of blurry distance vision. Visual acuity (va) pre-op and post-op 20/30. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. No additional information was provided to johnson & johnson surgical vision.